Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The technician alleged the bed will not stay in high position. He cleaned/degreased hi/low brake to resolve the issue with drift.